Event description:
The customer reported that the user was unable to hear the yellow alarms from the patient information center ix (pic ix) central monitor. The device was in use on a patient. There was no report of patient or user harm.